Event description:
On (B)(6) 2016, rn was preparing feeding via 8 french kangaroo tube when purple cap completely disconnected from tubing. No pt harm. Dates of use: (B)(6) 2016. Diagnosis or reason for use: premature birth. Is the product compounded: no. Is the product over-the-counter: no.